Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had broken belt clip holster. The customer's blood glucose was 50 mg/dl. The customer stated she had treated with juice. She also stated she was low because she had over bolused for her blood glucose. No additional information provided.